Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6, h10. The helium fill manifold assembly was returned for failure analysis. The failure analysis and testing dept. Received helium reservoir assembly with a reported unit failure of the fill manifold leak test failing. The failure analysis and testing dept. Performed a visual inspection of helium reservoir assembly and found the part to be in good condition. The failure analysis and testing dept. Installed the helium reservoir assembly into the cardiosave test fixture and tested the helium reservoir assembly to factory specifications per procedure and the cardiosave service manual. After performing the all manifold test, the failure analysis and testing dept, was able to replicate the failure of the fill manifold leak test failing. The fill valve differential test failed with a result of 24 mmhg. Factory specification is +-12mmhg. The helium reservoir assembly failed testing.

Event description:
N/a.

Manufacturer narrative:
The suspected defective helium fill manifold assembly was returned and received at the getinge national repair center (nrc) for part failure evaluation. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge authorized representative evaluated the iabp. The unit failed the second portion of the fill manifold test that forms part of the all manifold test. To fix the issue, the engineer replaced the helium fill manifold assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service, and currently in the warehouse as a stock item.

Event description:
It was reported that during pre-delivery inspection, the cardiosave intra-aortic balloon pump (iabp) failed the 2nd portion of the fill manifold test. There was no patient involvement, and no adverse event reported.